Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cables) has been confirmed. Upon investigation, the electrode belt was unable to communicate with a monitor and had extensive cable damage. The cause for the failure to communicate was that the trunk cable was pulled from the strain relief, damaging wires within the cable. In addition, both rear therapy electrodes were missing, the therapy electrode interconnect cable was missing, and the cable connecting the rear therapy electrodes to the distribution node (dn) was missing. The root cause for the strained cables and missing components was excessive force. No adverse event resulted from the defective electrode belt

Event description:
A us distributor returned a patient's electrode belt had damaged cables.